Event description:
Pt history of hip osteoarthritis. On (B)(6) 2007 - pt underwent right hip arthroplasty. On (B)(6) 2008 - pt returned to operating room for revision per the surgeon due to the plastic component cracked. Pt returned to operating room, which revealed plastic liner moved and "deformed" to the inferior surface - the device was removed easily and replaced on (B)(6) 2008.